Manufacturer narrative:
(B)(4). Date sent: 4/20/2026. D4: batch #unk. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information was requested, and the following was obtained: was the firing sequences started? Yes. If yes, was the firing sequence completed? No. 3. Did the device deliver any staples? Yes. 4. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Unknown. 5. Were there staples missing from the staple line? Unknown. 7. Did the device cut? Yes. 8. If yes, was the cut line complete? Unknown. 10. Was there any difficulty opening the device jaws? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the device would not fire farther after it fired a little. Changed to another one to continue the procedure but the same problem happened again. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 5/11/2026, d4: batch #472d98. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gcflgb reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the reload was received fully fired. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Based on the results of this investigation , it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. A manufacturing record evaluation was performed for the finished device batch number of 763d08 / 11gcflgb; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 472d98, and no non-conformances were identified.